Event description:
It was reported that during a procedure of the heavily calcified, eccentric, 99% stenosed, de novo, proximal left anterior descending (lad) artery with a vessel diameter of 3.0 mm and lesion length of 30 mm, the 2.50 x 15 mm tenku balloon dilatation catheter (bdc) was used for pre-dilatation; however, during the first inflation attempt at 8 atmosphere (atm) the balloon ruptured. The device was removed and a second bdc was used to complete the pre-dilatation without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(6) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.